Event description:
The customer reported that the system had a motion error with a loss of movement. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The iris potentiometer and servo drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.